Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, mobility. 20 days after insertion the patient had pain and the implant was mobile.